Event description:
It was reported that the patient had two unspecified promus stents implanted. No additional information was provided.

Event description:
It was reported that the patient was recently in the hospital with reported chest pain. It was further reported that there was no issue with the implanted promus stent. It is unknown if any intervention or treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. Implant date estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Angina is listed in the promus everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).